Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel below the knee. A 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.